Event description:
It was reported by service report that the lift was stuck high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor coupler, sensor coil cord.